Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Received device in unopened original shipping package. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implanting the cardiac resynchronization therapy defibrillator (crt-d), it displayed a gray longevity estimator bar and unexpected longevity was indicated. The crt-d was never implanted. There was no patient involvement.